Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation results were normal. Visual screen and preliminary test results were acceptable. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-05660, related manufacturer reference number: 2017865-2023-05661. It was reported that a patient presented in-clinic for an explant procedure. Examination of the patient's system revealed an infection with additional symptoms of arrhythmia and hypertension. The system was explanted on (B)(6) 2023. No adverse patient consequences were reported.